Event description:
High blood sugar incident; my insulin pump shut off sometime in the middle of the night. Power supply was interrupted because of copper piece disconnecting from battery cap. FDA safety report ID # (B)(4).